Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that patient was in intermediate ICU. Initial right subclavian puncture was successful. When passing the guide, it was not functional at its distal end, so passing the dilator and catheter it was not possible. Guide comes out complete with catheter. No medical or surgical intervention was reported.